Event description:
It was reported that pump displayed repeated malfunction alarm code 12 with associated fault ID, with at least three occurrences on same pump and no notable events reported prior to malfunction, and that customer¿s blood glucose level did not exceed 270 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while aware malfunction could recur, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for putting pump into storage mode and for returning problematic pump within 10 days, and advised customer to meet with diabetes educator for new pump setup, with new pump serial number to be provided when available.